Manufacturer narrative:
A review of the complaint(s) history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist dialed into the app server and ran downtime and communication checks, which appeared current and healthy; however, there were over 3000 messages stuck in the available for processing queue. The specialist restarted the sql server service to stabilize resource usage, returned to the app server, and restarted the external communication, external inbound processors and .net services, after which the queue began draining. The queue was monitored until it reached zero, and the customer confirmed that orders were crossing successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders from their electronic protected health information (ephi) were not dropping into the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.